Manufacturer narrative:
This is one event (death) of four events reported for the same patient involving two separate products; associated mdrs: #1225714-2014-02663, 02664, 02665, 02666, 02667, 02668, 02669, and 02670.

Event description:
The plaintiff's attorney alleged that the decedent experienced three separate cardiovascular events on unknown dates in (B)(6) 2007 and subsequently expired on or about (B)(6), 2007 after the use of the product.